Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported event could not be conclusively determined at this time. However, based upon the information from (B)(4) and similar past cases, omsc surmised that the reported phenomenon was caused by the deterioration and peeling of the adhesive between the metal parts and the plastic parts (black) due to physical stress, chemical stress, and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing, it was found that the tightening ring of the subject device had separated with its internal metal parts and its outer plastic parts, and that the biopsy valve had been frequently clogged with the tightening rings. There was no report of patient injury associated with this event.